Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A technical support specialist (tss) confirmed that the issue was resolved while case creating. The customer rebooted the station, and the issue was resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was frozen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.